Manufacturer narrative:
Device evaluation summary: device returned for evaluation. The stent was not positioned on the balloon between the marker bands due to deformation for distal stent warps. Deformation was evident to the distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. An angiographic image confirms a moderately tortuous, moderately calcified lesion exhibiting 97% stenosis located in the ostium/proximal and distal circumflex (cx) artery. There is evidence of a previously deployed stent in the proximal lcx showing in stent restenosis. Multiple pre-dilations are performed at the lesion sites in the lcx vessel. There is evidence of a previous deployed stent in the lad. An angiographic image confirms successful treatment of the lcx. There are no images provided showing the reported delivery and removal of an undeployed stent. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent and one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 97% stenosis located in the distal circumflex (cx) artery. There were no issues noted to the packaging. There were no issues noted when removing the device form the hoop. Negative prep was performed with no issues noted. The lesion was pre-dilated. The devices did not pass through a previously deployed stent. Resistance was encountered when advancing the resolute onyx device. Excessive force was used during delivery of the resolute onyx device. Resistance was not encountered when advancing the resolute integrity device. Excessive force was not used during delivery of the resolute integrity device. It was reported that the stents failed to cross the lesion. The procedure was completed using a non-medtronic device. The patient was reported to be alive with no injuries.